Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s) and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a wrinkled catheter was confirmed and appears to be related to he use of the device. One 4 fr powerpicc solo catheter was returned for investigation. The catheter extended up to the 40 cm depth marker. The stylet was observed to protrude 3.8 cm from the distal end of the catheter. Use residue is present throughout the device. The distal end of the stylet was observed to have multiple kinks and bends. The stylet was retracted into the catheter and a sharp bend in the proximal wire near the t lock assembly was observed. The bend appeared to be intentional in order to keep the stylet in place within the catheter. The distal tip of the stylet was observed to be within the catheter. A bend in the catheter was observed once the stylet was retracted. Microscopic observation of the distal end of the stylet revealed it to be frayed. The distal section of the stylet was not intact and a magnet was observed to be protruding from the polyimide tubing. A section of the polyimide tubing was cut in order to measure the wall thickness. The wall thickness was found to be within specification. The event description indicates the catheter may have come into contact with pre-existing thrombosis. The product instructions for use (IFU) states, "never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position" and "gently retract the stylet through the locked t-lock connector until the stylet tip is contained inside the catheter. Assure proper alignment of the stylet to the distal end of the trimmed catheter." A lot history review (lhr) of redn2347 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the insertion of the catheter, it comes up against a probable thrombosis, when it was removed it was found to be wrinkled.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn2347 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the insertion of the catheter, it comes up against a probable thrombosis, when it was removed it was found to be wrinkled.